Manufacturer narrative:
Review of device history logs found that the actual measured venous flow is less than the demanded venous flow. This is a known software bug that will be considered in future software releases. Users are not intended to use this setting if the venous flow is less than the demanded / setpoint flow.

Event description:
The user reported that excess volume was delivered to the patient when a set volume of fluid to be delivered had been selected. There was no patient harm; however, this type of event is considered reportable.